Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for approx 10% of the pt samples tested on a unicel dxi 800 access immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were not reported out of the laboratory. Repeat analysis was performed on the same analyzer after the sample was re-centrifuged. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer for the same issue on two analyzers.

Manufacturer narrative:
Sample was collected in lithium heparin with a gel barrier and processed on the automation line for 4 minutes at 3000. The lab has a retest procedure to retest all troponin results >0.04 ng/ml that do not have a previous troponin result. Beckman coulter inc (bci) employee, sales and marketing rep, has made several presentations to the laboratory staff regarding pre-analytical sample handling issues. The customer worked with a bci immunoassay specialist to address this issue. Customer declined service or to submit any data for investigation. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable event. This is event 2 of 2 reported by this customer. This MDR is related to MDR 2122870-2011-03309.